Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted endoscopic lobectomy procedure on (B)(6) 2024 when it was reported, ¿it was reported that the forceps were angled and the trocar tip was damaged. As a facility, they think this as an operational issue. The broken pieces were recovered with fenestrated grasping forceps.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Correction: d1 has been updated from short description to brand name manufacturer narrative: received one ias12-100lpi in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The trocar was broken at the distal end. No fragments were returned. A root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive downward force. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 105 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted endoscopic lobectomy procedure on (B)(6) 2024 when it was reported, ¿it was reported that the forceps were angled and the trocar tip was damaged. As a facility, they think this as an operational issue. The broken pieces were recovered with fenestrated grasping forceps.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.